Event description:
Customer reported that the cannula has popped out. His blood glucose result was 300 mg/dl this morning.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction contributed to the reported high blood glucose. The customer reported that the cannula dislodged from the insertion site. This condition would interrupt insulin delivery and could contribute to hyperglycemia. No product lot number was reported, therefore, no qualification record review was possible. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)."